Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left and right foot brake/steer casters not holding due to something internal in the casters failing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the left and right foot brake/steer casters to resolve the issue. Based on this information, no further action is required.